Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, , the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-260 series operation manual chapter 3 preparation and inspection states how to detect the event. Gif/cf/pcf-260 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had tissue glue clogged in the instrument channel tube. The issue was found during a diagnostic gastroscope procedure. The procedure was completed using the same set of equipment device with no reported delay. The user did not use the clogged scope for the next procedure. The user contacted the distributor to return the device to rc directly. The patient was not under anesthesia. There were no reports of patient injury, death or user harm reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: water supply of the nozzle was not smooth; according to attached email from engineer, the engineer did not know whether the nozzle was deformed or not, did not know whether there were foreign materials in the nozzle or not; and there were no photos of nozzle; and due to clogging of channel tube, forceps could not be inserted smoothly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.